Event description:
Pt was revised to address pain. Aseptic femoral loosening was found at revision surgery. Doi unk - dor in 2009 (left side).

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product info required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported pain and device loosening. The initial reporting indicated the product was not suspected of failing to meet specs or contributing to the event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.